Manufacturer narrative:
Section b3: the date of the event is unknown and is estimated to have occurred in may of 2026. Section d4: the lot number of the product is unknown. Attempts have been made for additional information, however, no further information has been provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
The sales rep advised that the patient had pain while using the bhs. The patient was called to collect additional information but a voicemail had to be left. No new product was shipped to the patient.